Event description:
Co received a death certificate listing cardiac arrest as the immediate cause of death due to or as a consequence of ventricular arrhythmia and severe ischemic cardiomyopathy. Co is reporting the death because they have neither the device nor any associated data or electrograms which would enable them to conclude that the device did not contribute to the death.